Manufacturer narrative:
Following customer complaint, the product was returned to the manufacturer, repaired, and returned to service. No injuries were reported as a result of the event.

Event description:
Customer submitted a repair request form indicating that the entry door zipper on the safety sleeper broke resulting in the child falling out of bed during the night. No injuries were reported.